Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A merlin.net alert transmission was received indicating the device reset to back-up vvi mode. Technical support indicated the device reset because the device upgraded to the new device firmware; however, the merlin@home transmitter software version was not upgraded. A transmitter software upgrade is anticipated to resolve the issue. The patient was stable.

Event description:
Further information was received indicating the device and programmer were upgraded with the latest software version and the event was resolved. The patient was stable.